Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer reported the clip applier displayed error codes and then would not clip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to being inserted into the patient when they observed an unspecified error code. The clip applier would not clip therefore they decided to use a backup to continue and complete the procedure without any further issues.